Manufacturer narrative:
Gtin: (B)(4). 510 (k) numbers: k061876 & k050739. Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the examination of the returned vpv programmer did not confirm the problem reported by the customer. The programmer was plugged in and displayed ¿implanted valve please select pressure¿. The programmer was reset. Different tests were performed in accordance with our internal test method. The functionality of the product was verified per specification. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The vpv gave a ¿adjustment complete¿ when reprogrammed. However, when xray confirmed it was not set properly. As a result the clinician kept reprogramming until xray showed the correct setting. (B)(6) 2015 per affiliate: unfortunately the account could not give me an event date. They couldn't remember. There was no adverse affect to the patient.